Manufacturer narrative:
Results of investigation: it was reported that the r3 straight impactor arrived in the tray broken at the shaft just below the impaction plate. Another instrument tray was opened and a substitute device was used. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2015 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. The failure mode is included in the risk management documentation and is within expected occurrence rates. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported during a thr procedure, after impaction, the r3 straight shell impactor broke inside the patient. The procedure was completed with a delay between 0-30 min and with a smith & nephew back up device. The patient outcome is unknown.